Manufacturer narrative:
A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 02mar2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced six different incidences, which were associated with separate units, involving six different patients. This is the third of six reports. Refer to 8030647-2018-00135 for the first patient. Refer to 8030647-2018-00136 for the second patient. Refer to 8030647-2018-00138 for the fourth patient. Refer to 8030647-2018-00139 for the fifth patient. Refer to 8030647-2018-00140 for the sixth patient. It was reported by the respiratory therapist that the flex tube disconnected from the catheter with out provocation. No patient harm. This is a continuing issue with this device. No additional information was provided.